Manufacturer narrative:
Driveline cable (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files was not performed since the log files were not available for analysis. On-site inspection revealed that the outer sheath was broken. A driveline sheath repair was performed to mitigate the conditions reported. The most likely root cause of the driveline sheath damage can be attributed to multiple factors such as trauma induced to the driveline, improper handling technique. Per the instructions for use (IFU): the instructions for use provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: "when changing your exit site dressing, inspect the driveline for moisture, cracks, and tears or punctures. Report any damage to your doctor, nurse or vad coordinator." It also cautions, "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the outer sheath of the patient's driveline was torn. A driveline sheath repair was performed per fs0012 rev 03.  There no pump stops and no reported injury to the patient.  No further information was provided.